Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 645 mg/dl. Customer was ok to continue the troubleshooting but they did not want to troubleshoot for insulin pump connection. Customer was advised to do the bolus for high blood glucose level. Customer reported that the tape was not sticking. The insulin pump will not be returned for analysis.